Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The receiver data log was downloaded and found no errors related to the customer complaint. The device was determined to be operating within the required specifications without malfunction. Customer complaint could not be verified.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to claim intermittent audio output on (B)(6) 2014, resulting in patient experiencing a low. Patient was sleeping, when husband noticed patient was unresponsive. Patient's husband administered a glucagon shot and contacted emergency medical services. Emergency medical services personnel administered intravenous dextrose solution to patient until patient regained consciousness. Patient's blood glucose was reported as approximately 160-170 mg/dl when emergency medical services personnel left. At the time of the call to dexcom technical support, no further medical intervention or other injuries were reported. Patient reported current condition as feeling good.